Manufacturer narrative:
Date of death : estimated. Date of event : estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported are captured under separate medwatch reports.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the proglide vessel closure device that may be related to the following: death. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices please see the attached post market clinical follow up evaluation report for specific information.